Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
"Literature article entitled, ¿posterior versus lateral approach for hemiarthroplasty after femoral neck fracture: early complications in a prospective cohort of 583 patients¿ by stian svenøy, at al, published by injury: international journal for the care of the injured (2017), vol. 48, pp. 1565-1569, was reviewed. The purpose of this study was to compare early complications after the posterior and the direct lateral (transgluteal) approach, when using hemiarthroplasty in the treatment of displaced femoral neck fractures in the elderly. Implanted depuy products: all patients received a corail stem and a competitor bipolar femoral head. Results: this complaint will capture the results associated with the depuy corail stem. The bipolar femoral head was a competitor product and those results are excluded from this complaint. 2 cases of infection requiring surgical intervention- 1 treated with surgical debridement and one treated with resection arthroplasty. 30 cases of surgical site infection-treatment unspecified 11 cases of periprosthetic fracture- treatment and perioperative time of fracture were unspecified. There was one death two weeks after implantation due to patient comorbidities. The death was not attributed to the implanted devices or the surgical procedure. Captured in this complaint: corail femoral stem: no reported product problem. Patient harms: infection, fracture, surgical intervention, medical device removal."